Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted

Event description:
It was reported that on the t2 femur removal surgery, end cap and nail couldn't be removed from bone. It was reported that the end cap hex could have been stripped by screwdriver. And the surgeon removed only bone screws.